Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 694765 lead, implanted on (B)(6) 2002; 5076-52 lead, implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient observed their controller switching between power sources back and forth. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The correction is for event description of the previous report sent on 2018-06-26 was incomplete. Product event summary: the controller (B)(4) was not returned for analysis. Log file analysis revealed that the controller, con307108, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files did not reveal any power switching events during the analyzed period. As a result, the reported power switching event could not be confirmed. A power source lubrication procedure was performed on the associated power sources in accordance with the requirements under (B)(4) to mitigate the reported conditions and the controller remains in use. If information is provided in the future, a supplemental report will be issued.

Event description:
The site further reported that a manufacturer representative has serviced the patient's power sources with lubrication and the device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.